Manufacturer narrative:
(B)(4): ap and lateral lumbar films showing l4/l5 posterior fixation construction and interbody peek device. Ball tip probe 3 cm terminal tip was noted on left l5 screw area. Device picture submitted for review and analysis. Pictures appear to show probe tip bent and broken, with a portion of the probe missing and not returned for analysis. The submitted pictures appear to display a fairly tortuous fracture surface with no visible indications of fatigue. The bent tip, along with the nature and location of the fracture surface suggests failure due to bend stress overload. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. This report was submitted on (B)(6) 2010 at 15:32:02. Ack 2 was received at 15: 40 on (B)(6). Ack 3 failure was received at 8:44:26 on (B)(6) 2010. Failure message showing e1: (30) characters are max. The report is re-submitted.

Event description:
It was reported that after a spinal posterior fixation procedure at l4-l5, post op x-rays confirmed a piece of metal remaining in pedicle. Subsequently, the tip of straight hold probe used was confirmed broken. The broken piece will not be removed considering the risk for the patient. No other complications were reported.